Event description:
The clinic reported that a laser vision correction patient presented with persistent dry eye in both eyes more than a year after treatment. Treatment date was (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of eyes being more dry than before lasik. Bcva from (B)(6) 2014: right eye pre-op 20/20 -3.25 x -5.00 x 5; left eye pre-op 20/20 -5.00 x -4.00 x 178. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x -1.00 x 104; left eye post-op 20/20 .25 x -.50 x 67. It was reported that event was lasting and disabling and it is significantly interfering with daily activities. Surgeon also reported that dry eye was exacerbated by his work environment.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.